Event description:
It was reported that the pump battery would not charge, and attempts to resolve the issue with different wall adapters and charging cables were unsuccessful, resulting in an unstable connection. There was no adverse impact on the customer¿s blood glucose level. The customer was instructed to try a different wall outlet, and tandem technical support arranged for a replacement pump. No additional information was provided.